Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03090. The pt had 2 scs extensions with the same lot number. It was reported the pt was experiencing pain/discomfort at her scs ipg pocket site in addition to loss of stimulation. An sjm representative was unable to resolve the stimulation issue with reprogramming. Additionally, it was reported diagnostics showed one lead contact with an invalid impedance value. The pt was advised to turn the scs ipg off for 2 weeks to allow for healing and drainage of any possible accumulated fluid. Additional information identified that x-rays confirmed the scs extensions had pulled out of the ipg. Subsequently, the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.